Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: synergy xd 3.00 x 48mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. The outer and inner lumen and mid-shaft section found a break at 25cm from the distal tip at the guidewire exit port. Examination of the hypotube shaft identified multiple hypotube kinks along the shaft of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 18jan2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion because of severe angulation. The procedure was completed with a different device. There were no patient complications reported, and the patient was fine post-procedure. However, returned device analysis revealed that the shaft was broken.